Event description:
It was reported that there was a loose connection between an unspecified line of the homechoice cassette and solution bag which resulted in leak. This was observed during set up of the device for peritoneal dialysis therapy. The patient was not connected for therapy at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.